Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing was performed and passed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H6: additional information. This MDR was previously submitted on 09/22/22 with MFR# 3004753838-2022-103375-01. The ack2 was received on 09/22/22 by cdrh with coreid: (B)(4) . Per esg/cdrh email on 9/30/2022, ¿ the cesub helpdesk has communicated they are aware of multiple mdrs that failed to process and multiple ack3s that failed to send between (B)(6) due to an infrastructure issue, and they are working as fast as they can to reprocess the mdrs that need to be reprocessed and resend ack3s that failed to send. Their goal is to complete this task and respond to all open ack3 tickets by (B)(6).¿ as of october 28, 2022, the issue has not been resolved. As per esg/cdrh email on 10/28/2022, we should now resubmit this MDR.